Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22025967. The feedback provided by the customer suggests leakage was detected from the maxzero device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22025967 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector leaked. The following information was provided by the initial reporter, translated from portuguese to english: according to the notifier's report, solution leakage was observed through the valved connector.